Manufacturer narrative:
The associated devices were returned and evaluated. The visual inspection revealed that the oxinium femoral head exterior surface damaged, there is significant material ground off. The other returned components are worn but not significant damage is present. For the femoral head, the shell, the liner and the hole cover, a review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The clinical/medical investigation concluded that based on the information provided the clinical root cause for the reported dislocation could not be determined; however, we are unable to rule out the reported wear as a contributing factor. It cannot be concluded that the reported event is related to a malperformance of the implant. The patient impact is determined to be the reported revision and a brief post-operative recovery phase would be anticipated. For the femoral head, a review of complaint history based on the historical data revealed a similar event for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. For the shell and the liner, a review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the devices did not reveal similar events for the listed devices. For the hole cover, a review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed that dislocation has been identified in warnings and precautions, that may result from improper selection of the neck length and cup, stem positioning, muscle looseness and/or malpositioning of components. Besides, wear of the polyethylene, metal and ceramic articulating surfaces of acetabular components may occur as an adverse event. Higher rates of wear may be initiated by the presence of particles of cement, metal, or other debris which can develop during or as a result of the surgical procedure and cause abrasion of the articulating surfaces. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. For the screw, device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, patient condition, abnormal loading of limb, friction or joint tightness. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: case(B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a thr surgery had been performed on (B)(6) 2023, the patient experienced a dislocation of acetabular components. This adverse event was solved by revision surgery on (B)(6) 2025, in which the (1) oxinium fem hd 12/14 22 mm +4, the (1) r3 3 hole ha ctd acet shell 44mm, the (1) r3 20 deg xlpe acet lnr 22mm x 44mm, and the (1) ref interfit thrd hole cover were removed and replaced with s+n primary thr implants convert to dual mobility. Additionally, during this procedure, it was noticed wear on the (1) oxinium fem hd 12/14 22 mm +4; no other damaged was identified to any implants. Patient's health status is unknown.